Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis testing. The unit was placed on an in-house system and was run in normal mode. In addition, errors c-54 and c-00 were displayed. The complaint was confirmed based on failure analysis but was not replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not firing. To continue with the procedure, the customer exchanged the integrated electrosurgical unit (iesu) generator with a third-party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering on the system. There were no errors noticed with the system and it was fully functional. There were no errors either with the system or iesu noticed when initially powered on. To resolve the reported issue and to continue the procedure, a clinical sales representative (csr) confirmed that the customer attempted to restart the iesu, but that did not fix the error. The customer exchanged the iesu with a 3rd party generator and completed the procedure successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated.